Manufacturer narrative:
No further information is expected at this time. This report will be updated if additional information is received.

Event description:
This supplemental report is being filed to correct the conclusion code.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation damage. The polyurethane insulation melted approximately 14 cm from the terminal pin which is consistent with electro-cautery damage. The reported observations were likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right atrial (ra) lead exhibited noise. The noise was oversensed, but did not cause pacing inhibition. In addition, high out of range pace impedances of greater than 2000 ohms were observed. A revision was performed to surgically abandoned this lead and insulation damage was noted on the lead near the pocket. No additional adverse patient effects were reported.